Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed due to the c10 capacitor on the c/a board being burnt with thermal damage. The monitor did not pass detect and treat testing. The root cause for the damaged c10 capacitor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.